Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot up. Upon troubleshooting, the fse determined that the device did not power up due to a failed pdu fan tray and dcps. To resolve the issue, the fse replaced the pdu fantray and dcps with fuse. The defective pdu fan tray was returned to philips for failure analysis, and during the analysis, it was found that the main pcb was damaged because the psu shorted to the housing. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.